Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection found the top jaw overmold is melted and missing plastic on the bottom jaw. The missing piece was not returned. The reported condition was confirmed. The device continuously generated a regrasp alarm and a seal cycle could not be completed. The investigation found slight scratches on the back of the jaw and arcing damage to the seal plate. The overmold plastic was also partially damaged and missing on the bottom jaw. The missing piece was not returned with the device. The damage to the device jaw and overmold plastic is consistent with grasping a metal object during activation. The investigation identified the root cause of the reported event to be user error. The instruction f or use (IFU) states, contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc) may increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy procedure, after making ten seals, regrasp alarm was heard and error message indicating invalid accessory was connected appeared and the device could not be used. Remains of short and burnt particles were found in the jaw hinge. Device did not break but insulation was found melted by heat. A new device was used to continue. There was no patient harm. The missing piece was not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.